Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The cause of elevated bg was unknown. Customer addressed bg by drinking ¿a lot of water and walked 8 miles¿. The customer went to the emergency room, had laboratory blood work done, and no medical treatment was administered. Reportedly, the customer was released the same day with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.